Event description:
Boston scientific received information that this left ventricular (lv) lead was undersensing and had dislodged. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.